Event description:
All icons showing, device does not power on. No pt use was associated with the reported event.

Manufacturer narrative:
The customer is returning the device for inspection by physio-control. Investigation is still in progress.